Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Product performance engineering reviewed the incident information, however, the product was not returned to abbott vascular for analysis. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was a lesion located in the basilic vein using 8 mm x 80 mm armada 35 balloon catheter for post-dilatation of a deployed stent. Reportedly, there was no resistance felt during advancement to the stent. During the first inflation of the balloon at 2 atmospheres, the balloon ruptured. Another non-abbott balloon was used to complete the procedure. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.